Manufacturer narrative:
The expedium quick connect di polyaxial screwdriver was returned for evaluation. Visual inspection revealed that the tip of the driver had fractured. Fracture analysis found evidence of plastic deformation at the hexlobes and torsional shear markings following a circular pattern suggesting a torsional overload. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month complaint trend analysis for the xpdm quick-con di poly scwdrvr was conducted on the product code, as any change in device would change the stresses placed on the tip. This analysis found no systemic trends requiring further action. The root cause for the driver tip breaking cannot be positively identified. However, fracture analysis showed that the driver underwent a quasi-static shear failure. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal tip of an expedium quick connect di polyaxial screwdriver broke off from the instrument during implantation of a pedicle screw. During the same procedure, when trying to remove two expedium di polyaxial screws, the polyaxial heads came off from the screw shanks. The broken instrument tip and the screw shanks were retrieved with no adverse consequences to the patient. The resulting delay was five minutes. The following mfg. Medwatch reports are being filed for the expedium quick connect di polyaxial screwdriver and the two expedium di polyaxial screws that were involved in this event: 1526439-2014-11663; 1526439-2014-11664; 1526439-2014-11665.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.